Event description:
The event involved a clave¿ neutral connector where the customer reported that blue clave (nad) leaked during infusion of tylenol. It was not noted to be previously leaking, nad was changed and leaking was resolved. There was patient involvement and unknown harm. The customer did not specify if a hole was seen, only that the microclave connector was leaking.

Manufacturer narrative:
One (1) used list #b3300 sample was returned for evaluation, as received tylenol solution residuals was observed inside. It was observed a slit torn propagation on the top of the seal, no additional damage or anomalies were observed. No mating device was returned for evaluation. Complaint of leak can be confirmed. The probable cause is slit propagation observed on the top of the seal, due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Do not use needles or luer caps on clave connector(s). Lot history review could not be conducted because no lot number(s) was/were identified.